Event description:
The customer reported an issue with his meter which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). Customer returned meter with serial number: (B)(4). The complaint is under investigation and a follow-up report will be filled once the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.